Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineering evaluation. The following sections of this report have been updated: h.6 device code (code added), type of investigation (codes added), investigation findings (code corrected), investigation conclusions (code corrected). The sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. Review of manufacturing mitigations that apply to this event are captured in technical summary written by edwards lifesciences. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on post-procedural care/events. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this event. The instructions for use/training manuals were reviewed for guidance/instruction involving the sapien 3 valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event of structural valve degeneration (svd) calcification was confirmed based on the medical record provided. An existing technical summary written by edwards documents the root cause analysis on valve calcification over the time in patient. Per the technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Per the medical records, the explanted valve was stenosed with thickened/restricted leaflets and significant calcification. As noted in the medical report, patient had history of hyperlipidemia, diabetes mellitus, and chronic kidney disease. It is well known that patients with chronic renal disease and diabetes are predisposed to bioprosthetic heart valve calcification. Hyperlipidemia is also a risk factor due to elevated cholesterol levels being implicated in the vascular calcification process. Tissue calcification is a very common failure mode of svd, which can manifest in the form of stenosis with thickened leaflets, as reported. As such, available information suggests that patient factors (diabetes, chronic kidney disease, hyperlipidemia) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
Investigation is ongoing. Device is not being returned to manufacturer.

Event description:
Edwards received notification through the implant patient registry that a patient with a 9600tfx 23 mm sapien 3 transcatheter valve, implanted in the aortic position, underwent an explant procedure after an implant duration of 3 years, 1 month, and 28 days. Medical records received report at 3 years, 1 month, and 1 day post implant procedure, transesophageal echocardiogram (tee) indicated the sapien 3 valve had severe aortic stenosis and thickened, restricted leaflets, suggesting valve degeneration. A separate tee prior to explant confirmed structural valve degeneration of the sapien 3 valve. The valve was explanted and replaced with a surgical valve.